Manufacturer narrative:
H10: should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device (patient connector, tubing and white clamp only) was received for evaluation attached to the female connector of a transfer set. A visual inspection was performed with the naked eye and no issues were noted with the amia device. Functional testing including leak, clear passage and clamp function testing were performed with no issues noted. The connection and disconnection between the patient connector and female connector was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient ¿could not unscrew¿ the patient line of an amia automated pd cycler set from the transfer set. This was observed during an unspecified process step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.